Event description:
It was reported when the devices were used during a laparoscopic hernia repair, the staples would not close. They remained straight. Another device to complete the case. There was no consequence to patient.